Manufacturer narrative:
Follow-up #1 date of submission 03/02/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 02/23/2016 with the following findings: a review of the daily insulin totals correctly reflected the user¿s programmed basal rates. During testing, the pump successfully passed a delivery accuracy test and was found to be delivering within required specifications. The pump was exercised for 24 hours with no alarms or unusual activity. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging unusual other issue. The reporter stated that the patient is in hospital undetermined as to why. There was no additional information at the time of this report. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.